Manufacturer narrative:
This supplemental MDR is being submitted to report that it was filed in error as it was a duplicate of MDR 2112667-2026-01363.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction during service resulting in inability to power up and subsequent loss of mechanical ventilation. There was no patient involvement.